Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash alert occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an app crash alert could not be determined. A probable cause could not be determined. No additional patient or event information is available.